Manufacturer narrative:
Event summary: visual inspection of catheter 2af283/ 06886 showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was used for twenty-four applications. The balloon catheter passed the performance test, the electrical integrity test as per specification and the impedance was within specification. The dissection test showed the guide wire lumen kink 1.1 inches from the tip of the catheter. In conclusion, the reported (bc shape, gwl kink) issue was confirmed through testing. The balloon catheter failed the returned product inspection due to guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the system detected an electrical component failure. An unknown connection was reconnected and the console was rebooted without resolve. The balloon catheter was then removed from the patient and it was observed the guide wire lumen was kinked. The balloon catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.